Event description:
Patient had a microstent installed in her eye in (B)(6) 2017, patient has been having serious eye complications since. Patient also has a procedure to drain fluid in eye 2 weeks ago.